Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient presented with the pre op diagnosis of degenerative disc disease l3-4, l4-5, and ls-s1. The patient underwent the following procedures: 1. Muscle sparing anterior abdominal extraperitoneal approach for anterior lumbar interbody fusion - 3 level. 2. Mobilization of the left iliac artery and abdominal artery. 3. Mobilization of the left iliac vein. 4. Ligation of iliolumbar vein. 5. Mobilization of the right iliac vein. 6. Exposure of the anterior surface of the spine at l3-4, l4-5, and l5-s1. No patient complications were noted. On same day, the patient presented with the pre op diagnosis of lumbar descending radiculopathy, instability. Also the patient underwent anterior lumbar spinal fusion instrumentation l3-4, l4-5, and l5-s1. Per the op notes, three infix implants were built in situ in the 3 levels, l5-s1, l4-l5, and l3-l4. Good position of the implants was verified by direct visualization and intraoperative c-arm view. The 3 implants were packed with extensive hone and bmp for the bone fusion. Copious irrigation with antibiotic water was done. Buttress plates were positioned overhanging from l3, l4, and l5 to protect the implants from pressing anteriorly. No patient complications were noted.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.